Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of catheter guide break. Block h11: a flexima biliary stent with its delivery system was returned for analysis. Visual examination of the returned device identified that a part of the guide catheter was detached, and the catheter appeared stretched and buckled. Additionally, the push catheter was buckled, and the push catheter suture hole was torn. No other damage was noted to the stent and delivery system. Product analysis confirmed the reported event of suture deployment issue due to the condition in which the delivery system was returned. The investigation concluded that the reported event and additional observed damages on the delivery system were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Since the stent was not being able to be deployed, the push catheter suture hole got damaged by the pressure that the suture was adding to the suture hole. The resulting tear likely caused the suture to become lodged within the damaged area, further preventing stent deployment. Additionally, it is possible that the same conditions present during stent deployment caused the guide catheter to buckle, stretch, and detach, obstructing stent deployment while the physician applied pressure to the system. The same factors likely resulted in the accordion-like deformation of the push catheter. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was attempted to be implanted during a procedure performed on an unknown date. During the procedure the suture could not be unfastened. Another flexima biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the device analysis results; guide catheter was detached/separated.